Event description:
It was reported that the pilot valve was defective.

Manufacturer narrative:
During testing and repair at the service center the device displayed a red light visual alarm. This was due to a defective manifold valve assembly.